Manufacturer narrative:
The nalu device is reported to have been functioning well and providing good therapy when connected and all original components remain implanted and in use after being repositioned. The physician determined that the initial orientation of the ipg allowed the device to shift with the surrounding tissue and thus required repositioning to achieve better stability and consistent connectivity.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. After activating the system, the patient reported challenges with maintaining connection between the implantable pulse generator (ipg) and the external therapy discs. Specifically, the patient noted connectivity was achieved only in certain positions and would disconnect upon changing positions. Assessment in the field determined that the ipg was tilting or rolling with the surrounding tissue in the myofascial plane as the patient moved. On (B)(6) 2026 a surgical procedure was performed to remove the existing ipg and reposition it to a different orientation to avoid any shifting with patient movement. The patient reported resolution of symptoms after the procedure.